Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest meter. The cuff could not stay inflated. The sample was then immersed in water for leak testing. Air bubbles were observed coming from the cuff indicating there was a leak. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test and visual inspection conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
It was reported that: "the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."